Event description:
Orthopedic hardware was defective and pt was required to return to the or. Medical record indicates a secondary diagnosis of "mechanical complication of internal orthopedic device/implant/graft." Surgical operative, implant artificial internal device, with abnormal resection later complication, no surgical misadventure. Total knee replacement.